Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had muscle stimulation in the upper part of the chest. Diagnostic imaging was performed and revealed that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events were muscle stimulation and dislodgement. As received, a complete lead was returned for analysis. The s-curve hump height was measured and was within product specification electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.